Event description:
Dehiscence / fenestration. The mucosa was normal & healthy & the buccal bone quantity was not enough, fact confirmed by tomography & clinical examination. There was no bleeding before the augmentation was applied. One unit, 500-1000 micron size, of straumann bone ceramic was applied. Bone ceramic was used in combination with a membrane. The surgical procedure was pretty perfect & implant placed was 3i (3.75 mm x 11.5 mm) with osteo tite surface. And 3 or 4 of the coronal third of the implant was exposed. At 24 hours after the surgery, the pt had pain & was used codeine 30 mg 3x / day for 2 days. After this medicine, the pain came back after 12 hrs. The area of the surgery was red colored and with volume augmentation. The suture was partially lost and the wound opened but the membrane was not exposed. On 7th april, the wound was washed with oxygenate solution & pure water (1:1). There was no healing time, after few days the graft was removed. On 9th april, pain was worst, the volume was growing and making pressure over the material nervous, bringing a partial and temporary lose of sensibility, so the dentist decided to reopen the site. The implant & bone ceramic were removed at this time, an antibiotic therapy was initiated with cephalosporin 500 mg 2x / day for 7 days. After this 2nd surgical intervention, the suture was removed 7 days after w/o replace implant/bone ceramic.